Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for normal elective replacement indicator (eri) battery status. The device was replaced with another guidant ICD. Upon receipt at guidant's reliability assurance laboratory, initial calculations indicate the device did not meet expected longevity based on the programmed parameters.